Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 it was reported that this female peritoneal dialysis (pd) patient experienced abdominal pain with nausea and vomiting. The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This was the patient¿s third peritonitis diagnosis since (B)(6) 2023. The patient was completing an antibiotic regimen from the second peritonitis event. On (B)(6) 2023 the patient went to the hospital with abdominal pain accompanied by nausea and vomiting. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was administered a one-time dose of tobramycin (dose and route unknown). Additionally, the patient was given intravenous piggyback (ivpb) merrem (meropenum) and cefazolin (dose, frequency, and duration unknown). The pd culture was positive for stenotrophomonas maltophilia. The patient¿s antibiotics were discontinued, and the patient was initiated on oral bactrum ds and oral levaquin (dose, frequency, and duration unknown). On (B)(6) 2023 the patient had the pd catheter (not a fresenius product) removed and a hemodialysis (hd) perma-cath placed. The patient has discontinued pd therapy and permanently transitioned to hd therapy. The patient remains hospitalized. The cause of the peritonitis is unknown, but the patient had recently traveled to florida. The pdrn suspects the patient could have had contamination at that time although that is not confirmed. This peritonitis event is considered a recurrent peritonitis as this was the third episode within four weeks of scheduled completion of antibiotics for another peritonitis, but with a different organism.

Event description:
On (B)(6) 2023 it was reported that this female peritoneal dialysis (pd) patient experienced abdominal pain with nausea and vomiting. The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This was the patient¿s third peritonitis diagnosis since (B)(6) 2023. The patient was completing an antibiotic regimen from the second peritonitis event. On (B)(6) 2023 the patient went to the hospital with abdominal pain accompanied by nausea and vomiting. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was administered a one-time dose of tobramycin (dose and route unknown). Additionally, the patient was given intravenous piggyback (ivpb) merrem (meropenum) and cefazolin (dose, frequency, and duration unknown). The pd culture was positive for stenotrophomonas maltophilia. The patient¿s antibiotics were discontinued, and the patient was initiated on oral bactrum ds and oral levaquin (dose, frequency, and duration unknown). On (B)(6) 2023 the patient had the pd catheter (not a fresenius product) removed and a hemodialysis (hd) perma-cath placed. The patient has discontinued pd therapy and permanently transitioned to hd therapy. The patient remains hospitalized. The cause of the peritonitis is unknown, but the patient had recently traveled to florida. The pdrn suspects the patient could have had contamination at that time although that is not confirmed. This peritonitis event is considered a recurrent peritonitis as this was the third episode within four weeks of scheduled completion of antibiotics for another peritonitis, but with a different organism.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of stenotrophomonas maltophilia suggests a breach in aseptic technique. This organism is an opportunistic pathogen found in soil, water, animals, plant matter and hospital equipment. Recent antibiotic therapy is a risk factor associated with infections due to s. Maltophilia. The patient had been on an antibiotic regimen due to past peritonitis events. Based on the available information and no allegation or evidence of a defect, deficiency, or malfunction, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.